Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation as it remains implanted. It is unknown if patient or procedural factors contributed to this event. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown.

Event description:
It was reported a stent that was implanted five years ago in the left sfa was found to be fractured and the vessel is 80% occluded. A covered stent was placed inside of the existing stent. The patient tolerated the procedure well.